Manufacturer narrative:
Continuation of d10: product ID: b3301542m, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Per mdt rep, patient's deep brain stimulator system was explanted on (B)(6) 2024 due to infection.

Manufacturer narrative:
Section d10 references: product ID b3301542m, serial# (B)(6), implanted: (B)(6) 2022, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: b3301542m, serial/lot #: (B)(6) , UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the manufacturer¿s representative (rep) who reported a patient was undergoing exploratory surgery as they had an infection that ¿wasn¿t terrible¿ on the top of the head under the scalp, closer to where the incision for the burr hole was and the kink. When the rep connected to the implantable neurostimulator (ins) there were some unusual impedance readings where they saw all of the segments and electrode 0 had shorts (244 and 319) for the bipolar reading, but impedance values were ¿fine¿ for the monopolar reading, segments 1 and 2 were also out of range. The hcp rinsed out the infection, and the surgery was successful, but the right lead was kinked between the sight where it left the burr hole and where it connected to the extension; in the middle of the distance on the top side of the head under the scalp, so the hcp straightened out the lead and the impedance values got better, especially with the segments. When the rep finished programming 10c, 9c, 10a, and 9a were out and still had out of range impedance va lues with monopolar impedance readings on 9a and 9b being just 8 ohms apart and 10c and 9a were 5 ohms apart. Monopolar testing read ¿green¿ and within range. The rep noted they ended the procedure with red on 0, 1a, 1c, 2a, and 2c, but they were able to gain 1b and 2b segments back. The rep wanted to why bipolar settings would be out of range for shorts, if monopolar settings were within range. Unrelated infection other patient captured in pe (B)(4). Unrelated other patient impedance issue event captured in pe (B)(4).

Manufacturer narrative:
Continuation of d10: product ID b3301542m lot# serial# (B)(6) implanted: (B)(6) 2022 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from patient that last week they checked their implant battery life and it said more than 5 years but all of a sudden this week the implant battery life displayed on the handset showing more than 3 years. Patient wanted to know why this was. Ps asked questions to patient about any possible falls/trauma and patient said that they had an infection in the device within the wiring so they had a "wash out surgery" and they had another "wash out surgery". Patient said mdt people were there at the most recent wash out surgery and patient was told that they could no longer have MRI's because when the impedances were taken they "all showed up red". Patient said that the surgeon of the procedure said that the wire was broken/ damaged during the surgery and surgeon tried their best to repair the damage. Patient said they didn't have a chance at that time to discuss their implant battery life but they had an appointment with the hcp next week and they would bring their external equipment with them to show the hcp the new implant battery life displayed.

Event description:
Additional info received from rep that the patient is receiving effective therapy being programmed on contacts without impedance issues.

Manufacturer narrative:
Concomitant medical products: product ID b3301542m lot# /serial# (B)(6) implanted: (B)(6) 2022 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID b3301542m, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional info received from rep that the device has not returned yet as battery and leads were sent to pathology.